Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/ unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported unconfirmed false negative results with the binaxnow covid-19 antigen self test on an unknown date. The consumer reported that they tested with the binaxnow covid-19 antigen self test which generated a negative result. Do to the consumer's place of employment, the binaxnow covid-19 antigen self test was not considerd an acceptabe test, so the employer had the consumer provide a sample which was sent to a lab for testing (sample type and platform unknown). The lab test generated a positive result. No further information regarding outcome was provided.